Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The reported complaint was not observed as insufficient sample was returned for analysis. Only carton and p&l components returned. No iol (intraocular lens) returned. We are unable to determine the root cause for the reported complaint "lens was implanted but scratched, in & out" as no iol was returned for evaluation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed scratch after the iol was implanted into the eye. The lens was explanted during initial procedure. The procedure was completed on same day. Additional information has been requested.